Event description:
A biomedical engineer reported the drain bag indicates it's full when it's not. Additional info was received from the nurse confirming during the case the system presented with drain bag issues. The sales representative cleaned off the sensor and the case was able to be completed. There were no pt injuries. No further info is expected to be received.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported complaint. The latch seal was replaced. The system was then tested and met all product specifications. (B)(4).